Event description:
It was reported that the customer's insulin pump won't turn on after changing the battery. Customer's blood glucose level was 185 mg/dl. Customer's mother needed to change the battery and when she changed it, nothing is coming up on the pump. Customer's mother called back after receiving a new battery cap. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was monitored for two days and no blank display was noted. The device was received with normal operating currents. No damage found on the connector and or lcd isolation tape noted. The device was received with severely scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.